Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted on the isolation tape. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a blank display when the customer attempted to enter her blood glucose numbers. The blood glucose reading was 165 mg/dl. The display returned after troubleshoot was performed. The customer called later to report an issue with the insulin pump buttons. Advised replacement of the insulin pump. Nothing further reported.